Manufacturer narrative:
This report is for an unknown reduction/retraction/distraction instruments /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent for grow rod extension surgery. During the surgery, surgeon complained of the windows in the tandem connector sets did not allow for adequate distraction. As well as, the distractor would not allow to fully distract and ended up bending the instrument in set ex4tc 11. Procedure and patient outcome were unknown. This complaint involves two (2) devices. This report is for (1) unknown reduction/retraction/distraction instruments. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: photo investigation: the device was not returned. A photo-investigation was performed on the received image. An unidentifiable device was depicted in the image. It was assumed during investigation that the geometry of the device's jaws were intended to be symmetric, and the image indicated one of the jaws was bent. No other issues were apparent and observed to the unknown device, as the design and features were unknown. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion the complaint condition was confirmed during photo investigation, as the confirmed bent condition could contribute to the reported functional issues. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.